Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's outer cannula had a 4 on it but the outer cannula has 3 on it. It was indicated that some of the inner cannula fit tighter, difficult to remove and breathe through. There was no patient injury.

Event description:
According to the reporter, the inner cannula was stamped with size 3 but the box was clearly mark for a size 4. Customer reported that there was no patient injury.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Confirmation, root cause, or relationship to the event could not be determined since no product was returned for evaluation or made available. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.